Event description:
A review of service data detected a reportable problem. During servicing, the connector on battery pack sn (B)(4) was damaged. The last pt to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. Upon investigation, the pack had a damaged battery connector. The root cause for the damaged connector could not be positively identified, but was likely excessive force. No adverse event resulted from the defective battery pack.